Manufacturer narrative:
(B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore we cannot determine the definitive cause of event.

Event description:
It was reported patient underwent transforaminal lumbar interbody fusion at l2-l5. Post-op, the rod on the most cranial side protruded dorsal side because kyphosis was developed due to l2 compression fracture. The patient also reported of pain. Revision surgery is scheduled to be performed on (B)(6) 2016, in which the lower part of the l2 rod will be cut and l2 screw will be removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.